Event description:
It was reported to philips that the discharge button of the external plates does not always pass during testing. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), philips field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the discharge button of the external paddles does not always pass during the test. The device was evaluated at the customer site by the philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was defective external paddles. The issue was resolved with the replacement of the defective external paddles and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.